Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the auxiliary half height drawer 1.2 had a few cubies pop out while recovering. A field service engineer found no issue on arrival. Performed preventive maintenance on the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es had failed cubie drawer, preventing user from removing the required medication. The customer stated that as a work around they were using other station to retrieve the medications for patients. There were no adverse events or injuries reported based on this event.